Event description:
It was reported the patient experienced ¿no stimulation sensation.¿ it was stated that when the patient ¿turned her implantable neurostimulator (ins) on and off she usually could feel it¿ and that at the time of report she was ¿not able to feel stimulation.¿ it was reported the patient was at 6.7 volts and could not feel stimulation when she increased to 7.0 volts. The patient reported she had reached her stimulation¿s ¿upper limit¿ and that she ¿thought it was her programmer that was the issue.¿ it was reported the first time the patient tried to increase stimulation she experienced a call your doctor icon. It was noted the event occurred ¿about a week¿ prior to report. The patient noted she usually recharged ¿every couple months.¿ the patient further noted she had previously fallen on icy sidewalks.

Manufacturer narrative:
Continuation: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007: product type recharger; product ID 3 7742, serial# (B)(4), implanted: (B)(6) 2007: product type programmer; patient product ID 748940, serial# (B)(4), implanted: (B)(6) 2003: product type extension ;product ID 3487a-33, lot# j0333717v, implanted: (B)(6) 2003: product type lead; product ID 3487a-33, lot# j0333692v, implanted: (B)(6) 2003: product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007: product type programmer. (B)(4).